Event description:
This report is filed because the second deployed clip (lot number ending in 106) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that during a mitraclip procedure, in a patient with degenerative grade 4 mitral regurgitation (mr), the first clip was implanted successfully. A second planned clip (106) was placed lateral to the first and was deployed. After five or six heart beats, the posterior leaflet detached from the clip, but remained attached to the anterior leaflet. A third, unplanned, mitraclip (103) was deployed to stabilize the second clip. Mr was reduced from 4 to 1. Three days later, the third clip (103) was noted to have detached from the posterior leaflet and mr increased to 3. Surgery was consulted, but the patient did not have surgery. The patient came down with sepsis and was unstable. The patient expired from sepsis six days after the mitraclip procedure. The physician did not feel the mitraclip contributed to the sepsis, nor to the death. The cause of sepsis is unknown. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The single leaflet clip attachment may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. It is possible that procedural conditions (user technique and leaflet insertion, clip visualization) and the reported leaflet morphology (prolapsed anterior and posterior leaflet) contributed to the single leaflet attachment of the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product deficiency. The third deployed mitraclip (103) referenced is being filed under a separate medwatch MFR number.